Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At a routine follow-up appointment four (4) weeks post procedure, transthoracic echocardiogram (tte) revealed a thrombus on the closure device. The patient was placed on anticoagulation medication and will be checked again at the next follow up appointment.